Manufacturer narrative:
A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. However, the device was used past its expiry date 01 july 2021. The reported event date is (B)(6) 2021. Customer confirmed the device is not available for return.

Event description:
The distal part of the wire broke off inside the body. They removed the piece of the wire from inside the body through surgery.

Event description:
The distal part of the wire broke off inside the body. They removed the piece of the wire from inside the body through surgery.

Manufacturer narrative:
B3 event date updated as additional information received.

Manufacturer narrative:
A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. However, the device was used past its expiry date 01 july 2021. The reported event date is (B)(6) 2021. Awaiting device return to complete investigation.

Event description:
The distal part of the wire broke off inside the body. They removed the piece of the wire from inside the body through surgery.